Event description:
It was reported that the customer was experiencing high blood glucose. It was stated that the data was downloaded and some of the boluses were not delivered. Performed a high pressure test and the insulin pump passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.